Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly mid-joint was advanced from its starting position within the introducer sheath and the embolization coil had offset coil winds. This indicates that the device was likely advanced from its starting position and against resistance; therefore, the reported inability to advance from the ruby coil from its starting position could not be confirmed. During functional testing, the ruby coil was advanced through its introducer sheath without an issue. The root cause of resistance during the procedure could not be determined. Further evaluation revealed a proximal pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance during the procedure and the reported ruby coil inability to advance from its starting position.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic vein using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil was stuck in the starting position and would not advance out of the introducer sheath. Therefore, it was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.